Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to provide a date/time the alleged inaccuracy issue began; however, he stated that he believed it had been reading inaccurately since he bought it. The patient claimed obtaining blood glucose readings of ¿340 and 300 mg/dl¿ with the subject device which he felt were high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of oral medication (metformin, 3 tablets 850 mg daily) and insulin (nph, 20 units, once daily in the evenings). The patient stated that in response to the alleged elevated readings obtained with the subject device, he visited the doctor¿s office on an unspecified date, approximately 15 days prior to contacting lfs and reported that his doctor increased the dose of his insulin to 35 units, daily (evenings). The patient reported that a couple of days later (around 12 days prior to contacting lfs), he developed symptoms of ¿weakness, headache and sweating¿. There was no report of medical treatment as a result of the alleged issue. The patient denied having his blood glucose tested on another device at this time. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after his doctor increased the dose of his insulin based on the alleged elevated readings obtained on the subject device.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.